Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2018-06441. Reference MFR. Report#: 1627487-2018-06442.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 3 of 3; reference MFR. Report#: 1627487-2018-06441, reference MFR. Report#: 1627487-2018-06442. Follow-up information revealed the patient underwent surgical intervention where the scs system was explanted and replaced. Reportedly, the patient has effective therapy following the procedure. The patient is happy with the results. The patient's ipg has been added to the report as a new device (device 3).